Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the driveline was cut. The patient was admitted to the hospital with no alarms. The log file was extracted for review. There were no alarms associated with the driveline. The damage only appeared to be cosmetic. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was additionally reported that the driveline was repaired with rescue tape. There was no adverse patient impact.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed damage to the outer jacket of the patient¿s driveline. Although a specific cause for this damage could not be conclusively determined through this evaluation, it did not appear to an electrical issue. The submitted log file contained data from (B)(6) 2025 through (B)(6) 2025. No notable events or alarms were captured, and the pump appeared to function as intended for the duration of the file. The submitted images captured a portion of the driveline extending from the exit site. The outer jacket had been torn throughout the majority of the driveline, exposing a portion of the bionate layer. The driveline also appeared to have been covered in a clear tape, which was partially torn. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.